Manufacturer narrative:
Updated fields: d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board needed replacement. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found regarding the customer reported event of the air pressure shifting on display so no cause was established for this malfunction. Additionally, the printed circuit board needed replacement was due to a component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device's air pressure was shifting on display. The issue occurred during an unknown procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.